Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported by the contact that the customer's pump history showed that an occlusion alarm had occurred. The customer's blood glucose level was 350 mg/dl. The customer disconnected from the pump. As this alarm had occurred over a week ago, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.